Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that, as a result, measured lower peep than set. There were no reports of patient involvement associated with the reported event.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that, as a result, measured lower peep than set. Additionally, the asp observed that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 - section b5, describe event or problem, of the initial medwatch report stated: an authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that, as a result, measured lower peep than set. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that, as a result, measured lower peep than set. Additionally, the asp observed that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event. New information for supplemental medwatch report 001. H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure), resulting in low peep, as well as low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.